Event description:
It was reported that (1) ai326 was used during a lap chole procedure. It was reported by the rep that the surgeon attempted to fire al326 but no clips would dispense. Opened another device to finish the case. There was no consequence to pt.